Event description:
Pt developed a blood clot under the cervical plate just after implantation. Surgeon removed the cervical plant and screws, removed the clot and implanted a new cervical plate and set of screws.

Manufacturer narrative:
Device was not returned for eval, however, surgeon stated that the blood clot was not a result of the device.